Manufacturer narrative:
Eval summary: the probable cause of the failure cannot be definitely determined. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported by pt counsel that pt underwent right total knee replacement in 2001. Post-operative, the pt experienced pain and was revised in 2006, wherein the tibial baseplate was noted to have fractured.